Event description:
Two anesthesia agent vaporizers could be turned on at the same time resulting in a potentially dangerous anesthetic gas mixture. MFR notified and adjusted the exclusion arm on the back of the machine. This problem appears to manifest itself when another MFR's machine are used together and when the reported machine is turned on first.